Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("heavy menstrual bleeding") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. In 2010, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain/severe pain"), pelvic discomfort ("discomfort") and back pain ("chronic back pain"). The patient was treated with surgery (underwent the novasure ablation procedure to treat her heavy menstrual bleeding in (B)(6) 2016). At the time of the report, the menorrhagia, pelvic pain, pelvic discomfort and back pain outcome was unknown. The reporter considered back pain, menorrhagia, pelvic discomfort and pelvic pain to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 27-apr-2017: quality-safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to an unspecified aged female plaintiff who had essure (fallopian tube occlusion insert) insertion during 2010 and experienced heavy menstrual bleeding. She underwent the novasure ablation procedure to treat her heavy menstrual bleeding in (B)(6) 2016. The menorrhagia has multiple gynecological causes. In this case no alternative explanation was given for the event. The case was classified as incident since surgical intervention was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Follow up information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('heavy menstrual bleeding') and pelvic pain ('chronic pelvic pain/severe pain') in an adult female patient who had essure (batch no. 806693) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort") and back pain ("chronic back pain"). The patient was treated with surgery (essure removal (B)(6) 2016 and underwent the novasure ablation procedure to treat her heavy menstrual bleeding in (B)(6) 2016). At the time of the report, the heavy menstrual bleeding, pelvic pain, pelvic discomfort and back pain outcome was unknown. The reporter considered back pain, heavy menstrual bleeding, pelvic discomfort and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 3-may-2021: mr received: lot number was added, reporter was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('heavy menstrual bleeding') and pelvic pain ('chronic pelvic pain/severe pain') in an adult female patient who had essure (batch no. 806693) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. On (B)(6)2010, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort") and back pain ("chronic back pain"). The patient was treated with surgery (essure removal (B)(6)2016 and underwent the novasure ablation procedure to treat her heavy menstrual bleeding in(B)(6)2016). At the time of the report, the heavy menstrual bleeding, pelvic pain, pelvic discomfort and back pain outcome was unknown. The reporter considered back pain, heavy menstrual bleeding, pelvic discomfort and pelvic pain to be related to essure. Lot number: 806693 manufacturing date: 2010-11 expiration date: 2013-11. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6)2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("heavy menstrual bleeding") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. In 2010, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain/severe pain"), pelvic discomfort ("discomfort") and back pain ("chronic back pain"). The patient was treated with surgery (underwent the novasure ablation procedure to treat her heavy menstrual bleeding in (B)(6) 2016). At the time of the report, the menorrhagia, pelvic pain, pelvic discomfort and back pain outcome was unknown. The reporter considered back pain, menorrhagia, pelvic discomfort and pelvic pain to be related to essure. Company causality comment: this litigation case report refers to an unspecified aged female plaintiff who had essure (fallopian tube occlusion insert) insertion during 2010 and experienced heavy menstrual bleeding. She underwent the novasure ablation procedure to treat her heavy menstrual bleeding in (B)(6) 2016. The menorrhagia has multiple gynecological causes. In this case no alternative explanation was given for the event. The case was classified as incident since surgical intervention was required. A product technical analysis is being sought. Follow up information will be obtained through the litigation process.